Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump malfunctioned. Customer reported that time and date had to be reset and received a sensor end alarm, but does not use sensor. Customer also reported that display screen was blank. Customer's blood glucose was 280 mg/dl. Customer reported that insulin pump was working but not consistently. Customer was advised that battery cap would be replaced.